Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented in-clinic for a left ventricular (lv) lead revision procedure. The lv lead was found to have dislodged. No additional malfunctions were reported. The lv lead was capped and replaced on (B)(6) 2022. No patient consequences were reported.